Event description:
Mr. (B)(6) underwent high intensity focused ultrasound treatment of the prostate for persistent prostate cancer on (B)(6) 2004. Three weeks postoperatively, he developed profuse diarrhea and was diagnosed with prostatic recto-urethral fistula. He will now require colostomy and repair. The hifu device, sonablate-500 is under ide study. The adverse event is an anticipated event. The ide study (B)(4) is now closed enrolling patients as it has completed allowable number for the study.